Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 671 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. It was stated that the events leading to his admission was vomiting, slurred speech, shortness of breath, and eyes dilated. Reviewed the alarm history and found a no delivery alarm. Checked the bolus history and noticed that on the bolus history have carbohydrates entered, but the customer did not enter his glucose reading on any of the boluses. Ran a fixed prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.